Manufacturer narrative:
No blank display noted during testing. However, device had unresponsive up buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test and displacement test due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose level was 200 mg/dl. The customer reported that the insulin pump and up button was not responding. The customer was advised to observe time clock for one minute to verify if time advances and found that it was advancing. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.